Event description:
In addition to the above event data, provide a narrative description of the event below, including what happened, how the device was involved, nature of the problem patient followup/treatment required, any relevant environmental conditions, and results of any analysis/evaluation (or reason for no evaluation). Attach additional pages if needed.eleven (11) day old infant found lying on nursery floor next to care plus incubator with the entire front door open. Infant checked by pediatrician with no untoward results. CT scan of head negative.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.